Event description:
A caller reported a malfunction on their pump, identified as malfunction code malf 16, which had occurred at least three times. There was no adverse impact to the customer¿s blood glucose level. Despite the malfunction, the customer continued to use the current pump and was informed by technical support that a replacement pump with updated software would be sent. The customer was instructed on how to return the problematic pump and acknowledged the advice provided by technical support.